Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for follow-up after feeling something strange. The device was found in backup vvi reset mode. The issue was resolved after a device download was performed successfully. Patient is fine.